Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics received a report that a user was hospitalized for "blackouts" and "medical complications." The user stated that their sensor glucose (sg) readings differed from fingerstick readings by approximately 40-70 points. The user declined to provide any further details about the event and expressed a desire to discontinue using the system. Review of dms indicated no system usage since on (B)(6) 2026.